Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges her battery was completely charged and while driving down a hill the unit allegedly turned off and threw the consumer off of it.